Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation implantable pulse generator (ipg) site. The patient underwent a revision procedure where the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR in block e1: physician email address.

Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation implantable pulse generator (ipg) site. The patient underwent a revision procedure where the ipg was repositioned. The patient was doing well postoperatively.